Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was a registration failure. The registration model was adjusted and became clean via threshold. But when the registration screen proceeded, it was returned to the model prior to adjustment. This issue occurred intraoperatively. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.